Manufacturer narrative:
A review of the device history record has been completed. No deviations or non-conformances noted. Further information from the reporter regarding event, product, or patient details has been requested. No additional information is available at this time. The reason for reoperation: rupture.

Event description:
Healthcare professional reported right side rupture and pain. The device has been explanted.

Event description:
Healthcare professional reported right side rupture and pain. The device has been explanted.

Manufacturer narrative:
Additional, changed, and/or corrected data: d9, h3, h6. Device evaluation: a review of the device noted an opening, assessed as fold flaw opening. A piece of missing shell was assessed as inconclusive.

Manufacturer narrative:
Correction to g.3. Aware date of supplemental medwatch #1. Aware date should have been listed as 03apr2024.

Event description:
Healthcare professional reported right side rupture and pain. The device has been explanted.